Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited a high out of range pacing impedance of greater than 2000 ohms and helix extension/retraction issues. The ra lead also dislodged during one of the attempts to position it. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, the field never returned this right atrial (ra) lead back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.